Event description:
During an initial implant procedure, increased pacing impedance was observed on the right ventricular (rv) lead at multiple positions. The rv lead was explanted and a new lead was successfully implanted to resolve the event. The patient was stable with no consequence.